Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 53. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported that a patient¿s blood glucose levels increased from 11 mmol/l (198 mg/dl) to 14 mmol/l (252 mg/dl) after wearing the pod between 1 and 4 hours. The patient stated the cannula did not fully deploy, and therefore, wasn't fully inserted in their skin. Due to this, the patient reports that the cannula dislodged from the infusion site approximately 2 hours after deployment. The patient's allegation indicates there was a needle mechanism failure with the pod.